Event description:
It was reported the pt's leads were out of place and a revision would be needed. The pt was experiencing "terrible pain". The pt had seen their health care provider and was waiting for a scheduled surgery date. Add'l info indicated the exact date of surgery was unk, but it was thought the pt underwent revision surgery 2008. The MFR's device tracking sys indicated the entire device sys had been removed.